Event description:
It was reported that the procedure was to treat an external iliac artery. During preparation of a 10 x 30 mm absolute pro self-expanding stent system (sess) when removing the mandrel from the device there was some resistance felt and the stent deployed when the mandrel was pulled out. Another absolute pro was successfully used. The device was not used on the patient. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed however the difficulties removing the stylet were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.